Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was exiting from the channel while using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, it is likely that the foreign material remained due to wrong handling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection; IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.